Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer reported the pump beeped and shut off unexpectedly. Reportedly, the light around the wake button was flashing red but the display was unable to be turned on. The customer¿s blood glucose was 63-150 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.